Event description:
Home patient (hp) reported 30 minicaps to be dry and very hard. Per hp, the sponges inside the caps were brownish in color. Per hp, there was no patient injury associated with these incidents.